Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Failure analysis was unable to perform displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the act button was not functional on the insulin pump. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.